Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that a patient was intubated with a tracheal tube for two hours when the cuff deflated. The tube was then exchanged for a new device. The product was discarded by the user facility. There was no report of patient harm as a result of this event.